Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited loss of sensing. It was suspected that the suture sleeve was damaged. The lead was replaced and the procedure was completed. The patient was in stable condition.

Manufacturer narrative:
The reported events for failure to sense and a damaged suture sleeve were confirmed. Final analysis found the damage was sustained during procedure. The lead was otherwise normal.